Event description:
A customer reported an issue with the touchscreen responsiveness of their device, where the screen would not unlock and return to the home screen. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a pump reset, which the customer performed successfully, resolving the issue.